Manufacturer narrative:
Upon investigation of the actual device used in this incident it was found that the connectivity was not established. A technical support specialist resolved the issue and no further issues were reported. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system was not connecting.the customer reported that there was delay in dispensing the medication.there were no adverse events or injuries reported based on this incident.